Event description:
It was reported that the device was explanted due to premature battery depletion. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Evaluation summary: early battery depletion was confirmed during device analysis and was due to a battery filter capacitor leaking excess current. The function of this capacitor is to stabilize the battery voltage during charging of the high voltage capacitors before a therapy is delivered. This resulted in a reduction in battery life. This device operated as intended but since it had an increased current drain it did not meet the expected longevity for the device.